Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they were hospitalized for diabetic ketoacidosis 18 months ago. No further information was provided in the email. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer's blood glucose levels were not provided. The customer did not troubleshoot and did not send the product back for analysis.